Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation. The investigation was unable to determine the cause of the reported microbiological contamination. When the device was tested prior to the repair at olympus, the test results were found to be within specification. The instructions for use (reprocessing manual IFU) cautions the user against insufficiently reprocessing the scope as it may lead to infection.: ¿reprocessingmanual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and less than one (1) colony forming unit (cfu) was identified on the scope. All channels were sampled. The user facility provided additional information regarding the methods to clean, disinfectant and sterilize the endoscope. During pre-cleaning, the customer uses detergent entynex. The customer uses automated endoscope reprocessor (aer) soluscope 4 along with detergent soluscope cln and disinfectant soluscope paa. The device was evaluated and the glue on the bending section cover was worn and the light guide tube was wrinkled. The device failed the angulation system check due to knob play and reduced angulation. The device also failed the channel system check. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is submitted to provide the additional information obtained from the customer and applicable corrections.

Event description:
Additional information was provided from the customer. The evis exera iii gastrointestinal videoscope tested positive for 101 colony forming units (cfus) of pseudomonas aeruginosa. It was a routine sampling and the sample was taken at reprocessing, before use. All channels were sampled. There were no reports of patient infection.